Event description:
My mother was using this insulin pump. She was preparing for knee surgery on tuesday (following her death), and had seen every doctor to be cleared. She was in her best health in years. She was home alone that morning and passed out on the toilet, fell and broke her neck / cut off her airway. Her sugar was in the 70's the evening before. We were unaware of this recall until a week after she was cremated. So we don't have any way to know what caused her to pass out or how low her sugar was. The medics said they were ruling it natural causes and if we wanted to get an autopsy we would have to pay $5000 out of our pocket up front. We chose not to. FDA safety report ID# (B)(4).